Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported this event to the national medical products administration (nmpa) that the device failed to start up. The customer asked a third party to evaluate and repair the device. Based on information provided by the customer, the power pca in the m cabinet was replaced to solve the reported problem. The customer did not request philips service for this event. No further action was taken by philips. No information about the root cause and resolution was provided by the customer. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up completely. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.